Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Customer reported the hose was worn out. Device was returned for service. During service, technician indicated the motor got hot. Also the motor flex was broken as well as the coupling was defective. Additionally, the hose has a hole. Finally, the angular piece was loose. During service, technician found that device exceeded the expected temperature results and it failed the noise test.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, technician found damaged components due to ineffective cleaning resulting in water damage, the motor gets hot and runs, a broken motor flex, defective coupling, a hole in the hose, and a loose angular piece.